Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the lead was "lateral on placement and causing rib stimulation." Lead replacement to provide better coverage based on implant area per the hcp. Patient was not getting adequate coverage. Xr-ay image shows lateral lead placement. Lead tested several times, there was no left side coverage only left rib stimulation on testing. Per hcp lead replaced and more midline for better results with therapy. The cause of the issue was the position of the lead. Issue resolved after surgery better coverage with new lead position to provide therapy to lower back.